Event description:
The customer reported that hr and arrythmia alarms were off for an unspecified amount of time, despite the configuration set up to prevent the user from turning these alarms off. Reported to happen post transfer, not always with mms transfer.

Manufacturer narrative:
The customer reported that hr and arrhythmia alarms were off for an unspecified amount of time, despite the configuration set up to prevent the user from turning these alarms off. It was reported to happen post transfer, not always with mms transfer. A philips clinical specialist service engineer (pse) was contacted to troubleshoot the customer issue. The pse reviewed the customer's configuration files and found that the ECG alarm was configured differently in the profiles. The ECG alarm off was " disabled" in the adult and pedi profiles. In the neo and comfort adult profile, the ECG alarm off and the setting was configured to "enable". Therefore it is possible to manually switch off the ECG alarm in the neo comfort adult profiles. If the ECG alarm is set to off, the arrhythmia alarms are also automatically set to off. When discharging a pt, the profile is reloaded, so the ECG alarm is automatically set to "on" so ECG and arrhythmia alarms will appear. Based on these facts the pse concluded that the incident most likely happened in either the neo profile or the comfort adult profile. No product malfunction occurred. This is a configuration issue and not a sw/ECG/ monitor issue. No further investigation or action is warranted. (B) (4).